Event description:
The hosp purchasing dept reported that during preparation for a coronary artery bypass procedure, one heartstring seal misfired into the device. Qa interpreted this to mean that the seal did not load properly and the seal remained in the loader device when the delivery device was removed (looking like it fired into the device). A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside the loader device with the plunger depressed. The seal subassembly was completely out of the delivery tube inside the loader device. The seal was semi-folded and was between the two tabs inside the loader device. Based upon these findings, the complaint that the seal failed to load properly is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).